Event description:
Account reports two fold issue: 1) three incidents in which leakage occurred from the filter during taxol infusion and 2) two incidents in which leakage occurred from the cassette during usage. No pt compromise reported for either issue.